Event description:
It was reported that revision of spinal fusion t4-t12 for bilateral broken rods.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: because no device was received back as the patient kept the device, inspection and testing cannot be performed to aid in root cause analysis. Review of the intake information confirms that the device was implanted (B)(6) 2013, meaning that the device was implanted for over a year. It is likely that the time of implantation (~1 year) contributed to the eventual breakage. These devices are meant to provide support until fusion has occurred and cannot be expected to indefinitely withstand the loads of normal bone. Conclusion: however, because the device was not received back the root cause cannot be determined conclusively.

Event description:
It was reported that revision of spinal fusion t4-t12 for bilateral broken rods.